Manufacturer narrative:
The investigation is ongoing. (B)(4).

Event description:
As reported by our affiliates in (B)(4), prior to implant of a 26mm sapien 3 valve in the aortic position, the right femoral artery was accessed and there was some resistance advancing the sheath. While advancing the delivery system and valve through the sheath, there was severe resistance felt at the junction of the iliac and descending aorta. The valve would not move up. The valve was attempted to be pulled back into the sheath, but was unsuccessful. The delivery system, valve and sheath were attempted to be removed as a unit, but the valve would not move. The sheath was retrieved and a vascular surgeon was called to remove the delivery system and valve. A graft was implanted by the vascular surgeon in the right common femoral artery. The left femoral artery was accessed. The new sheath was advanced without any resistance, the new delivery system and valve were advanced without resistance, and the valve was deployed without any issues. There was no pvl and good results. At the time of the report the patient was alive and doing well. The patient was discharged 3 days post procedure. CT images showed an eccentric spot of calcification at the junction of the iliac and the descending aorta, where the valve would not move. However, the access vessel was 10x5mm and considered to be large enough to accommodate the sheath and the valve. The eccentric calcium focal plate outside the vessel was considered to be the cause of the resistance during the insertion and removal of the delivery system with the valve. As per medical opinion, the event is related to patient anatomy (the spot of calcium). No visual abnormalities were noted with the sheath and the delivery system, the sheath was not inserted at a steep angle, there was no retained volume in the balloon, and there was no damage to the sheath after it was withdrawn. There were no allegation of a product malfunction.

Manufacturer narrative:
The devices were returned to edwards lifesciences for evaluation. During visual inspection the following were observed: the valve remained crimped over the proximal tapered working length of the inflation balloon, the valve was observed to have multiple exposed struts and bent struts, a small kink was observed on the guidewire lumen, near the crimp balloon to balloon shaft bond, likely due to the returned packaging condition, compression was observed on the distal flex shaft near the flex tip, gouges were observed on the flex tip face, and gouges and scratches were observed on the side of the flex tip. Photographs of procedural imagery were provided for the evaluation by the complaint site. The following was observed: the ballooning of the vessel at the bifurcation which is consistent with the corresponding information provided by the complaint site. In the image, the sheath does not seem to be past the bifurcation. In addition, the degree and location of calcification was not apparent from the photograph. The delivery system/thv in the vessel at the bifurcation. The thv appeared to be advanced out of the sheath tip. The retrieval of the delivery system/thv. The delivery system and thv appeared near the femoral head. The thv has moved from the initial position on the crimp marker, and is no longer flush against the flex tip and is now located on the proximal tapered length of the inflation balloon. The sheath was already removed at this point as well, which was consistent with the corresponding information provided by the complaint site. The complaint for ¿delivery system ¿ withdrawal difficulty ¿ valve through sheath¿ can be confirmed through the provided imagery. During functional analysis, an attempt was made to inflate the balloon. During balloon inflation, a pinhole leakage was observed on the crimp balloon near the crimp marker. The complaint for balloon ¿ leakage was confirmed through functional testing of the returned device. During dimensional analysis, the double wall thickness of the crimp balloon proximal to the observed pinhole leakage was measured and was found to meet the specification. The patient vessel characteristic was noted to have a focal eccentric plaque of calcium at the position of the junction of the iliac and the descending aorta (or aortic bifurcation), which is also where the reported resistance in advancing the delivery system occurred. Per the IFU and procedural training manual, the sheath tip must be advanced past the aortic bifurcation during sheath insertion. However, in this case, the sheath distal tip appeared not to be past the bifurcation. As such, calcification in the bifurcation could obstruct the advancement and/or retrieval of the delivery system/thv. Per the report, the physician tried to pull back the valve into the sheath, but it was not possible. All components were attempted to be removed together, but it was impossible due to a spot of calcium. It is possible that during the device retrieval, the delivery system and thv got caught on the calcification resulting in additional device manipulation required to pull the thv into the sheath, which subsequently led to withdrawal difficulties. It is possible that during delivery system/thv retrieval, interaction of the devices with vessel calcification may have compromised the balloon material, which made it more susceptible to damage. Gouges and deep scratches observed on the flex tip are indicatives of the delivery system contacting with calcification in the vessel. As such, additional device manipulation used to pull the valve into the sheath may have caused the observed pinhole on the balloon. Therefore, based on the available information, patient factors (vessel calcification) and procedural factors (not inserting sheath tip past aortic bifurcation) may have contributed to the reported events. During manufacturing, 100% visual inspection if performed for working length, balloon diameter, proximal and distal leg ids, proximal leg od, and double wall thickness. 100% visual inspection is performed for defects such as witness lines, contamination, mechanical damage, deformation, crow¿s feet, fish eyes, gel spots, and scratches. Balloon samples undergo burst testing and additional visual inspection. Upon the completion of crimp balloon molding and annealing, the crimp balloons are 100% dimensionally and visually inspected for the following: distal and proximal length; distal and proximal ids; single/double wall thickness; general appearance/gross defects; foreign matter, impurity/contamination; appearance of fish eye and gel spot. The laser weld joint is 100% visually inspected for bubbles and to ensure there is a smooth bond joint with no gaps between components. The balloon assembly is 100% visually inspected prior to laser bonding for any contamination. Prior to the balloon pleat, fold, & forming process, the balloon is 100% visually inspected for balloon size and contamination. After the process, the balloon is 100% inspected for fold lines and distorted/pinched folds. During final inspection, 100% distal to proximal visual inspection was performed for damage or missing components. The commander delivery system is 100% leak tested. Post-leak test, there is a visual inspection of the balloon catheter. Additionally, during product verification (pv) testing, visual inspection was performed for kinks, cracks, missing components, missing small white marker band on balloon shaft. The balloon inflation pressure balloon burst pressure after fatigue were tested. The devices were visually inspected for kinks, inflation/crimp balloon bond, and nose tip/inflation balloon bond. Inflation balloon/crimp balloon tensile testing was performed. The lot passed pv testing. Inspections performed during manufacturing process and testing performed during product verification support that it is unlikely that a manufacturing issue contributed to the reported events. Inspections performed during manufacturing process and testing performed during product verification support that it is unlikely that a manufacturing issue contributed to the reported events. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. The complaints for delivery system ¿ withdrawal difficulty ¿ valve through sheath and balloon ¿ leakage were confirmed based on the provided imagery and functional testing of the returned device. However, no manufacturing non-conformance were identified in the returned sample. A review of device history record (DHR), lot history, and complaint history revealed no indication that a manufacturing non-conformance contributed to the reported events. Furthermore, a review of manufacturing mitigations supports that the delivery system has proper inspections in place to detect issues related to the complaint events. Available information suggests that patient factors (vessel calcification) and procedural factors (not inserting sheath tip past aortic bifurcation) may have contributed to the reported events. In addition, no IFU/training material inadequacies were identified. The complaint rates for the relevant trend categories did not exceed their respective monthly control limits. As such, no corrective or preventative action nor pra is required at this time.

Manufacturer narrative:
Corrected data: f10, h6. Reference CAPA-20-00141.

Manufacturer narrative:
During the pre-decontamination evaluation, it was observed that the valve was crimped on the balloon distal to the triple marker, there was slight compression near the flex tip, and there were flex tip gouges. During inflation of the balloon, a pinhole was observed at the crimp marker. There was a kink on the balloon shaft and guidewire lumen, but was considered to be due to packaging. The valve had multiple exposed struts and multiple bent struts. During preliminary engineering evaluations, it was observed that there was compression in the distal flex shaft, flex tip gouges, gouges/scratches on the flex tip side, and scratches on the distal flex shaft. There was a slight kink on the guidewire shaft distal to the balloon shaft to crimp balloon bond. The investigation is ongoing.